Event description:
The pump was returned for an unrelated issue. During evaluation, the pump keypad was found to be intermittently responding. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. (B)(6). No physical damage was found to the keypad. The keypad buttons were found to be intermittently responding to presses and required increased force to activate. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the issue, evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.